Event description:
It was reported that there was a literature article published in the netherlands discussing the clinical experiences with a subcutaneous implantable cardioverter defibrillator (s-ICD) system across multiple patients. In the study, approximately 35 patients were enrolled and implanted with a s-ICD system from (B)(6) 2008 to (B)(6) 2010. Of these patient's, the following clinical observations were reported to have occurred during the study. One patient experienced a system infection, in which surgical intervention was performed, and the s-ICD system was explanted and replaced. Five patient's experienced inappropriate shocks from their s-ICD system; two from myopotential oversensing of noise, one from t-wave oversensing, and one from a very fast sinus tachycardia with varying amplitude morphology measurements. In all inappropriate therapy cases, the s-ICD system was reprogrammed accordingly. The status of these s-ICD products is not known at this time as this study took placed from 2008 to 2010, and no model/serial information was provided. No additional adverse patient effects were reported. Please see article, "clinical experience with a novel subcutaneous implantable defibrillator system in a single center" for more information.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.